Manufacturer narrative:
Device evaluation of battery packs have been completed. The reported problem (service code 1822) has been confirmed. Per 91c0011 rev d, this service code indicates the monitor is unable to read the battery pack level and the backup battery should be used. This service code is an expected occurrence. As received, the battery was able to power on a monitor and charge but was unable to stay firmly seated in the monitor. The cause was isolated to bent pins in the battery connector. There was no adverse event that occurred related to this issue. The root cause for the bent pins was unable to be positively identified. No adverse event resulted from the damaged battery packs.

Event description:
A us distributor reported battery faults.